Manufacturer narrative:
The device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error alarms, reset time and date anomaly after change battery noted during testing

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had unexpected restart alarm. Customer's blood glucose value was 90mg/dl. Customer stated that the alarm was recurring during normal pump use. Customer performed self test for external ram crc error and it passed. Insulin pump will be returned for analysis.